Manufacturer narrative:
.

Event description:
Information was received from a manufacturer representative and health care professional (hcp) regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii. It was reported that an old system was removed on (B)(6) 2015 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.